Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Unf and medical records received. After review of the medical records the patient was revised to address metalosis and elevated metal ions. Operative note reported metal debris around the trunnion. There were tiny scratches covering the surface of the femoral head. Darkening of the tissues consistent with metalosis were seen. There was a large area of osteolysis in the acetabulum. Liner was found to have a very tiny scratches and soft tissue and this was sent for pathology. Total extraction of the liner from the cup took over an hour. Doi: (B)(6) 2010; dor: (B)(6) 2021 ; left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a device manufacturing (mre) review will not be performed even when product/lot information is known. Per wi-3430 it has been determined that, for the mom platform and related allegations an mre is not required.